Event description:
It was reported there is a lumen occlusion after less than a month of use. After checking for resistance during saline flushing, the catheter was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to infuse catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed a significant amount of biological residue within the catheter. A statlock device was found attached to the molded joint and a needleless injection cap was present. A functional test of flushing and pressurizing the catheter with water using a 12 ml syringe was performed. A partial occlusion was noted, with significant reduction in flow. A small part of the biological residue present near the distal valve was flushed out during testing. A microscopic observation revealed biological residue throughout nearly the entire length of the catheter. The observed catheter occlusion was caused by extensive accumulation of biological material within the catheter lumen. The product IFU instructs: "if the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate¿ this complaint will be recorded for future trending and monitoring purposes.